Event description:
This device case, reported by a customer, concerns a female pt of unk age. The pt medical history and concomitant medications were not provided. The pt took an unspecified drug product, an unk dose, subcutaneously, via a humapen ergo teal/clear cartridge holder (unk lot), for the treatment of diabetes mellitus, beginning on an unk date four to five years prior to report initial receipt date (2008). On an unk date, approx one week prior to report initial receipt date, four to five years after starting humapen ergo use, the pt experienced severe hypoglycaemia, and needed mouth-to-mouth resuscitation, provided by her husband. This event was, therefore, upgraded to serious by the company physician, due to required intervention. The pt reported that the humapen ergo was defective. No physical findings were provided. The pt fully recovered from the event on an unspecified date in 2008. The pt continued humapen ergo use. No follow up can be pursued as the pt refused to provide healthcare professional contact details. The pt was the operator of the device, but it was unk if the operator of the device was a trained user. This device model was used for four to five years. It was not reported how long the reported device was used for. If the device is returned, an eval will be performed to determine if a malfunction has occurred. Attempted to obtain lot number, info unk. As this was a consumer case, health care professional's assessment of causality was unavailable. Update 07-aug-08: add'l info received on 06-aug-2008. Added: first aid changed to mouth-to-mouth resuscitation, humapen ergo unk body type changed to humapen ergo teal/clear cartridge holder, added product complaint number.

Manufacturer narrative:
If the device is returned, an eval will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.